Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. The analyst commented that there were high thresholds on the right atrial (ra) lead. The consistent daily maximum threshold was > 2.5v and maximum amplitude settings of 5v. Impedance was stable around 400 ohms with no open or short circuit paces.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) battery depleted faster than expected. The ipg was explanted and replaced. It was further reported that the right atrial (ra) lead has exhibited chronic high thresholds. The lead has been reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). 4074 implantable pacing lead (B)(6) 2007.